Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient reported pain in area of the implant at tooth site #12. Granulation tissue was present in the osteotomy area, therefore the implant was removed and the area was debrided.

Manufacturer narrative:
This report is being submitted to relay corrected data and additional information correction: the initial report, MFR report number 0001038806-2024-00160 that was submitted on february 1, 2023 is a duplicate of MFR report number 0001038806-2023-00592 that was submitted on march 27, 2023. Therefore, this supplemental mw is being submitted as a retraction due to duplication. All details regarding this event have been processed and completed under MFR report number 0001038806-2023-00592. No additional reports will be submitted under MFR report number 0001038806-2024-00160. The following sections are being reported: b4: date of this report was updated. B5: event description was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H10: narrative/data was updated.

Event description:
This report is being submitted to retract the initial report, MFR report number 0001038806-2024-00160 that was submitted on february 1, 2023 as this event is a duplicate of MFR report number 0001038806-2023-00592 that was submitted on march 27, 2023.